Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70 serial#: (B)(4) description: infiniontm cx 70 cm lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed

Event description:
A report was received that the patient had an infection at the incision site. It was noted that the infection was procedure related and not device related. The physician did not believe that it was an infection but rather a reaction to a coagulant powder called surgicel. The patient was prescribed bactrim antibiotics and underwent an explant procedure. No device malfunction was suspected.